Event description:
The international distributor replaced the ventilator's power supply to comply with a snubber board replacement per field action notification. The distributor returned the power supply to the manufacturer. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. Upon receipt of the snubber board at the manufacturer, visual examination revealed signs of damage to the snubber pcb as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.